Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances of the paddle lead. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3288ans, UDI:(B)(4) , serial: (B)(4), batch: 6750907. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.